Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the packaging of a bd insyte¿ autoguard¿ bc shielded IV catheter was not sealed properly. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: sample was received for evaluation by our quality engineer team. Upon examination, the package was observed to be partially open. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the observed defect. Although the package was observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues from the provided pictures; therefore, a root cause could not be determined. Device/batch history record review findings: DHR review was performed on the lot number 6260965. The lot number was packaged on packaging line 11 from september 22, 2016 thru september 28, 2016. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Set-up and in-process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received one unused iag 22ga unit in partially opened package from the lot number; 6260965. Visual/microscopic examination: the package was opened at the top of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. Per observation of the photos provided this characteristic was met. In addition, the bottom web in the photos revealed evidence of adequate transfer (adhesive) from the paper top web at the open seals and partially open seals of the packages (blister packs). The key variables that affect seal strength are: seal transfer/width and paper top web glue. Both variables were included in the investigation. The returned unit provided for evaluation for this incident met the manufacturing specification requirements regarding package seal integrity. Conclusions: the defect of package seal integrity poor/questionable as stated in event description was confirmed with the returned units. No anomalies were found and all the process characteristics that directly influence the seal strength were observed to be within specification. The units were acceptable per specification requirements. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA 48637 has been opened to investigate the package open seal defects and implement corrective actions.